Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, attention deficit hyperactivity disorder, anxiety, acne aggravated, sexually transmitted disease, irregular menstrual cycle, hot flashes, mood change, libido decreased, urinary urgency, asthma, breast lump removal, headache, menstrual disorder, vaginal disorder, dysuria, incontinence, nocturia, ovarian cyst, pelvic discomfort and dysmenorrhea. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), headache ("headache"), gastrointestinal motility disorder ("bowel issue"), myalgia ("joint muscle pain"), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, gastrointestinal motility disorder, myalgia, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, gastrointestinal motility disorder, headache, myalgia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: scout view shows a pair of metallic wires in the proximal portions of the fallopian tubes. Iatrogenic tubal occlusion without leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, attention deficit hyperactivity disorder, anxiety, acne aggravated, sexually transmitted disease, irregular menstrual cycle, hot flashes, mood change, libido decreased, urinary urgency, asthma, breast lump removal, headache, menstrual disorder, vaginal disorder, dysuria, urinary incontinence, nocturia, ovarian cyst, pelvic discomfort and dysmenorrhea. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), headache ("headache"), gastrointestinal disorder ("bowel issue"), musculoskeletal pain ("joint muscle pain"), allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (hystectomy leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, headache, gastrointestinal disorder, musculoskeletal pain, allergy to metals and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, gastrointestinal disorder, headache, musculoskeletal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: scout view shows a pair of metallic wires in the proximal portions of the fallopian tubes.iatrogenic tubal occlusion without leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.